Event description:
On (B)(6) 2012, the patient contacted animas and stated that on (B)(6) 2012 and then on (B)(6) 2012, he experienced a blood glucose (bg) value in the range of 15mg/dl to 28mg/dl and was taken to the hospital. The patient denied a change in activity level and also denied taking new medication. The patient was reportedly treated in the hospital and then released. It was not indicated as to how the patient was treated when he was in the hospital. The health provider (hcp) indicated that there may have been an issue with the pump. Customer support (cs) reviewed the pump with the patient and noted that the patient was performing manual primes on the pump and then priming small prime volumes to save on insulin. The patient was disconnected from the pump and the pump was able to successfully prime into the air. There were no issues found with the programming or settings with the pump. This complaint is being reported as the patient experienced a hypoglycemic event while using insulin pump therapy. The pump is being returned for troubleshooting and it is not clear as to the cause of the patient's bg event.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and history revealed there was no activity outside normal use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.